Event description:
The hill-rom field technician reported that this bed had an unintentional movement of the bed up and down function. He found that the pt control switch assembly was defective. Replacement of the switch assembly resolved the issue. There were no reported adverse events associated with this bed problem.